Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported that during a lasik procedure, the treatment was stopped by the laser and could not be resumed. After the patient had moved, the laser stopped. The patient was repositioned and centering pedal was pushed again. The laser did not continue with the removal. The remaining treatment was only one second. After consultation with a technician, there was no technical fault on the device and the doctor subsequently treated other patients.

Manufacturer narrative:
At the visit on site, the field service engineer verified the system successfully according to company specifications. No technical issue found. Review of the treatments shows that both eye tracker tracking's were at the lower range limit. Furthermore, the second treatment shows that too much white light was used which caused the pupil to be too small and thus too close at the tracking limit. No technical root cause was identified as the product was found to be within specifications. The most possible root cause is user handling with regard to the pupil tracking. Contributing factors are white light settings by the surgeon and patient movement during surgery. The manufacturer internal reference number is: (B)(4).